Event description:
It was observed that during the device evaluation, the video system center unit had a loose holding tab on receptacle board, that will not properly retain the scope connector. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d4, g3 (initial aware date should be corrected to feb 6, 2024) and h4 additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image displayed" malfunction would likely be related to a lock latch of the video connector that is worn out, therefore when it is moved, the image is not displayed. Olympus will continue to monitor field performance for this device.